Event description:
Patient seen in emergency department for multiple ICD shocks and asystole due to inhibition of pacing due to noise on rv lead. Device representative was in to evaluate device found fractured rv lead. Patient is complete heart block. Device was programmed to electrocautery mode until lead revision could be performed next day.